Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was discharged post procedure.

Manufacturer narrative:
Final analysis was normal. No anomalies were found. Longevity assessment was performed, and device had appropriate remaining longevity.